Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was stopper difficult to remove. The following information was provided by the initial reporter. The customer stated: we have a few tubes where the glp system has been unable to fully decap the sample leaving the plug in the sample. This has resulted some issues with bent probes. This has also delayed the processing of patient samples inadvertently causing delays in treatment. D.4. Medical device lot #: 2125998, d.4. Medical device expiration date: 31-aug-2023, h.4. Device manufacture date: 05- may-2022. H.6. Investigation summary: bd received one photograph from the customer in support of this complaint. The photograph was evaluated and shows bd cat tube pcn: 367837, batch:2122533. After additional follow up, the customer verified that the batch number identified in the photo was non-problematic and is not associated with this complaint. Therefore, 24 retained tubes from the batch provided: 2125998 were, functionally tested and the issue of stopper pull out (closure separation) was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the retained samples test results for the batch: 2125998 and the information provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was stopper difficult to remove. The following information was provided by the initial reporter. The customer stated: we have a few tubes where the glp system has been unable to fully decap the sample leaving the plug in the sample. This has resulted some issues with bent probes. This has also delayed the processing of patient samples inadvertently causing delays in treatment.

Event description:
It was reported when using the bd vacutainer® k2e 7.2mg plus blood collection tube there was stopper difficult to remove. The following information was provided by the initial reporter. The customer stated: we have a few tubes where the glp system has been unable to fully decap the sample leaving the plug in the sample. This has resulted as shown in the table below some issues with bent probes. This has also delayed the processing of patient samples inadvertently causing delays in treatment. Can you please investigate and let me know any additional information required ? (B)(6) 2022, 52u309173, edta. Ref 367839, 8082252, decapper 3, crashed. Line 4 au2. -bent probe. (B)(6) 2022, 52u309174, edta. Ref 367839, 8082252, decapper 3, cobas line 2. Did not stop module.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.